Manufacturer narrative:
Gehc surgery field service engineer unable to reproduce symptoms. Reseated pcbs. Tightened cable connections. Checked power supply voltages and transformer strapping. All ok. System working normally.

Event description:
User stated during case system locked up. After rebooting system worked normally. Service call was placed to have system checked out.